Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Follow-up information was received from the clinic indicating that the sensing polarity was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.